Event description:
Medtronic received information that during use of an autolog wash kit, the customer reported water leaked out of the bowl and drained out from the autolog instrument to the floor. The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that there was no damage noted in the device. There was no visual, audible, or performance abnormalities. Saline leaked out at the bottom of the wash bowl into the cell saver stainless steel bowl. The leak occurred during the 1st attempt to commence the wash and the cell saver was unable to to draw blood from the reservoir. It was attempted to re-seat the wash bowl and tubing twice and start wash cycle but saline leak noted at the bottom of the cell saver. The reservoir was half full and the outlet tubing was not clamped, there were sufficient wash saline and the waste bag was empty as it was unable to fill the wash bowl with the collected blood from the reservoir. An error/warning message appeared. The customer was unsure of the specific error code but it was thought to be "air in tubing". There was no blood loss as the pump was unable to draw blood into the wash bowl. There was no transfusion required. The cell saver well was dried and a new wash set was changed and the cell saver was used as per normal.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.